Event description:
Additional information: it was reported that the patient's problems with the pump "date back 10 years", "it never worked how it was promised" and "it never eliminated the extreme jerking of my limbs, caused by multiple sclerosis". The patient stated that he had a series of issues with the pump, the leads and doses of medication that he blamed for causing spasms and twitches. The patient stated "it's like you become a puppet. Someone is dangling a string connected to your limbs and you can't control it". The patient was considering a lawsuit.

Event description:
It was reported that the patient had a change in therapeutic effect. The patient experienced increased spasticity that caused 'jerky movements' which could last for long periods of time / sometimes last for hours. The patient had 'always' had this issue with 'periods of everything being fine and then suddenly he gets spastic muscle jumps and tightness.' The patient thought it was the medication that lost its ability to have its impact. Reporter stated that the healthcare provider thought it may have been that the catheter needed to be replaced. Patient desired to have a dye study done. The issue was noted to have occurred many years before the pump was implanted on (B)(6) 2007. In regards to therapeutic effect at the time the pump was changed last, the patient felt it 'still didn't make a difference.' It was unclear what type of baclofen was currently being administered via the patient's pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported in manufacturer's report # 3004209178-2012-08975: -initial MDR: [it was reported that the pump and catheter were removed on (B)(6) 2012 due to infection. The patient had reported no signs of infection; however the pump pocket appeared to have some pus in it when the pocket was opened. A culture was requested but results were not available at the time of this report. The pump and catheter were sent to pathology for examination. The patient outcome was unknown. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.] -supplemental # 1: [additional information: it was reported that according to the patient the pump was malfunctioning. The patient stated that he was getting results from the pump that were ¿erratic¿. The patient was having periods where he was getting too much medication and not getting enough and subsequently he was going into withdrawal. The patient¿s healthcare provider (hcp) was not sure what was causing the problem. The patient stated that the issues started occurring severely around the beginning of summer 2012. The patient could not think of any life changes or trauma that may have occurred. The device system was removed due to infection and the patient was currently deciding whether or not to replace the system.] -supplemental #2: [additional review indicated that the event occurred in the (B)(6) 2012 and the patient was having six months review done to have the pump put in. Health care provider was assessing if he could have another pump put in.]

Event description:
It was reported that the infection occurred in (B)(6) 2012 and the pump was removed. It was reported that the hcp was assessing if he can have another pump put in.

Event description:
Hcp reported an infection was noted during surgery to replace the pump and catheter; pus was found. It was noted streptococcus coagulase negative wound infection. The system was explanted. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the infection was discovered during the replacement of the pump for the unknown pump I ssues. This information has also been reported in manufacturer report # 3004209178-2012-08975.